Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial detachment could not be conclusively determined.

Event description:
One day following a ventricular tachycardia ablation procedure a transthoracic echo revealed a pericardial detachment. There were no patient symptoms and intervention was not required. The patient was stable and there were no performance issues with any abbott device.